Event description:
The customer reported to olympus, the video system center had noise/communication error during an unknown diagnostic procedure. The procedure was completed with a similar device and there was no delay. The device was returned for evaluation. During the device evaluation, the combinate scopes and the degree of the noise were unknown, so serious harm was assumed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following findings were noted during device evaluation: noise occurred, communication error, and dust inside the device. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to provide a correction to the pervious initial report MDR as a non-reportable malfunction was reported. The initial medwatch reported noise/communication error during an unspecified diagnostic procedure. The procedure was completed with another device. There were no health hazards reported. It is unknown if a delay occurred. Though the device was replaced, the procedure was still completed and the time to switch out devices is likely short. There is no evidence that a life-threatening event occurred, that the patient developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, or that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.